Event description:
During the routine follow-up of the device involved in this report, inconsistent follow-up information were displayed to the user.

Manufacturer narrative:
The reported event resulted from the way the dates are stored in device memory, and retrieved by the programmer. The duration of a year, as counted by the device ("implant year"), is 255 days. For the device object of this report, the switch to ddd occurred before the end of an "implant year", and the follow-up occurred during the next "implant year". Unfortunately, embedded and programmer software did not manage the change of "implant year" to calculate the time spent in ddd pacing mode, leading to the inconsistent duration displayed during the follow-up. This condition will stop with the end of the ddd episode. It should be noted that all other follow-up data were correct. As there is no patient consequence, the correction of this behavior is not considered as an urgent matter.